Manufacturer narrative:
Device evaluation: h3: type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken/bent. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Off label use: acd <3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -8.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was intraoperatively implanted and removed due to excessive vaulting. The problem was resolved. Cause reported as patient related.